Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. Boluses per day: 4. The indication for use was non-malignant pain. The patient reported that the communicator when they place it over the pump, the handset will show 90% and it sits there. The patient stated that they would remove the communicator over the pump and the screen will show that a bolus was delivered. The patient was thinking it might be a glitch. The lag had been going on for a while now. The agent had the patient clear the data and they were able to connect to the pump faster. The agent reviewed device function and reviewed information.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.